Event description:
The user facility reported that during a therapeutic colonoscopy the video image went black. The procedure was completed with a different, but similar device, however the reporter stated that the case was extended by approximately twenty minutes. The user reported that they had not inspected the device prior to use. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of image difficulty. The video image was noted to be intermittent when the bending section was angulated or manipulated. The image phenomena were isolated to a broken charge coupler (ccd) cable at the bending section, likely a result of extended use. The device instruction manual instructs users to inspect the device prior to each use, and warns, "using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." This report is being filed as an MDR in abundance of caution.